Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown if the issue with the instrument occurred after a system fault or what the target tissue was. After sealing, the jaw did not open. The surgeon/or staff was able to successfully open the jaws intraoperatively and release the tissue with the grip release slider. There was no adverse effect on the grasped tissue. There was no unexpected tissue removal and no bleeding. Additionally, intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and failure analysis investigations did not replicate the customer-reported complaint. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the seal test on 2 of 2 attempts. The jaws continued to open normally. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
The synchroseal instrument involved with this event has been received for failure analysis evaluation, but the testing has not yet been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument was unable to open or close immediately after sealing. The procedure was completed with no reported injury.